Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose levels have been increasing all day long ever since his infusion site fell off. His blood glucose was 301 mg/dl in the morning and increased all the way to his current level of 528 mg/dl. The customer attempted to treat with his pump but his blood glucose would not decrease; he suspects that several boluses were not delivered despite the pump not alerting him of that. Troubleshooting was initiated for the high blood glucose. The customer stated that he laid down as a result of the hyperglycemia; he said he felt like he had the flu. The customer was advised to change his entire infusion set, reservoir, and insulin, and treat per health care provider's instructions. No products were returned, and a tubing clamp was shipped to the customer so he can call back and perform the high pressure test on his equipment.